Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware via social media on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. It was indicated that the cgm gave a false low reading. Additional event or patient information is not available. No data was provided evaluation. Confirmation of the allegation of inaccurate cgm values could not be determined. A root cause could not be determined.